Event description:
Hcp reported the pt has not complained to them of any withdrawal symptoms even though there have been volume discrepancies with the pump. In 2002, the expected residual was 3.2cc and they removed 0.9cc. In august, the expected was 4.36cc and they removed 3.3cc. In 9/2002, the expected was 2.5cc and they removed 0.2cc. The pt was coming into the clinic in 10/2002 for a refill. A f/u report will be sent when add'l info is rec'd.